Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The pump malfunction code was resettable, and technical support guided the caller through the reset process. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump. The customer understood the instructions and was advised to call back if any issues reoccurred.